Event description:
It was reported that pump battery did not charge and charging connection was not recognized despite use of different charging cables and wall adapters. There was no reported impact to the customer¿s blood glucose level. Customer had pump within warranty, was informed pump needed replacement, arranged use of replacement pump for continued insulin delivery, and was instructed to return nonworking pump, which was sent via courier to patient.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.